Manufacturer narrative:
Two photographs were provided by the customer for evaluation. One photo confirms the complaint of the hydration bag disconnected. The complaint of the tubing adaptor broken can be confirmed due to separation of the male luer of the set from the photograph provided. The customer complaint can be confirmed from the photograph provided. A probable cause cannot be identified based on the information that has been provided. The device history lot number review for lot number 14085779 was reviewed and there were no non-conformances found that would have contributed to the reported complaint.

Event description:
The event involved a 5" (13 cm) appx 1.8 ml, bag spike adapter w/chemolock¿, vented cap where it was reported a patient receiving a hydration bag left the department for a few minutes. Upon her return, she informed the nurses that her bag disconnected. The tubing adapter was broken at the luer lock, which normally is welded (disconnection should not be possible). There were no clinical consequences for the patient. The status of the product at the time of the event is while connected to the patient. There was patient involvement and no adverse event/human harm.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. Lot history device review is pending.